Event description:
Additional information was received that the day after the implant of the valve, mild-moderate paravalvular leak (pvl) and mild tricuspid regurgitation was identified via transthoracic echocardiogram (tte). Approximately one month later, tte revealed moderate pvl and mild pulmonary insufficiency. It was noted that the pvl was due to calcium.

Manufacturer narrative:
Updated data: b5. B6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient's body and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured after it was identified that the valve was positioned too shallow. The valve was then deployed a second time at a target implant depth of 3 millimeters (mm). While deploying the valve, it was identified that there was an infold in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient's body. A new valve was prepared and successfully implanted with the use of a new dcs. No patient complications were reported as a result of this event. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013025874); product type: 0195-heart valves;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.